Manufacturer narrative:
H10: additional information obtained via the gfe process indicated that the fetal scalp electrode was scrapped and is not available to be returned for further analysis.medical intervention in the form of an incision was required to remove the electrode fragment from the infant's scalp. Customer indicated that the infant incision has healed with no further incident. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. The customer scrapped the electrode.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that the fetal scalp electrode broke and the fragment remained in the infant's scalp requiring medical intervention in the form of an incision to remove.